Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received short sensor cannula. The customer¿s blood glucose level was 182 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Also, performed visual inspection and found insertion needle bent inside the needle hub. Unable to confirm customer received sensor in said condition due to customer returned opened/used.